Event description:
Subsequent to the previously filled medwatch report, it was reported that the procedure was to treat a non-calcified, moderately tortuous distal femoral vein that was 70-80% stenosed. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported difficulties were confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined the difficulties were likely due to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately tortuous distal femoral vein. A 3.0x120mm armada 18 balloon dilation catheter (bdc) was introduced to the lesion and after the first inflation, the .018 non-abbott guide wire (gw) was removed to inject contrast. The gw was re-inserted and during advancement it got stuck in the bdc. The gw was removed and two other gw's (command 14, connect 14) were advanced separately but the bdc couldn't track on the gw's. A non-abbott bdc was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.